Event description:
On 18th june 2024, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the surgeon experienced difficulty during injection and on implantation into the eye the lens was was identified to be rboken necessitating explantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the surgeon encountered difficulty during injection and when the lens was delivered into the eye it was broken. The rayone aspheric rao600c was explanted and exchanged during the original surgery sessioin. The healthcare facility has confirmed that there was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received states "...the lens was hard and difficult to get out of the injector". Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The user has deviated from the IFU by continuining the injection following their observation of the lens being hard and difficult to get out of the injector. Our review of production records for the rayone aspheric rao600c batch 063218124 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that thi is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 063218124.